Event description:
Boston scientific received information that this pacemaker displayed a gradual rise in pacing impedance until it got out of range. Sensing and threshold were stable and there were no reported noise. Additional information indicated that the cause was not determined. The physician will continue to monitor. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.